Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the dilator sheared with attempted insertion.

Manufacturer narrative:
(B)(4). Catalog # corrected to (B)(4). The customer returned one peel-away sheath/dilator assembly for evaluation. Biological material (blood) was identified on the assembly, indicating use. The tip of the peel-away sheath was deformed in a way consistent with undue force applied during use. No issues were identified with the dilator. The sheath body measured 2 3/4" in length which is within specification. The dilator was able to pass through the sheath without issue. A device history record review was not required for this complaint investigation. The instructions-for-use (IFU) that are packaged with this kit states to insert the peel-away sheath/dilator assembly over the guidewire by grasping near skin and advancing the sheath/dilator assembly with a slight twisting motion to a depth sufficient to enter the vessel. The customer reported issue of the peel-away sheath tip being damaged was confirmed during the complaint investigation. The customer returned one used peel-away sheath/dilator assembly for evaluation. The tip of the peel-away sheath was deformed in a way consistent with undue force applied during use. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed and no issues were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the dilator sheared with attempted insertion.